Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): device returned no anomalies were found; full lead returned for analysis. Analysis note the distal conductor had non-obstructive blood and body fluid.

Event description:
It was reported that during the implant procedure, the physician experienced positioning/fixing difficulties. The lead was not implanted. No patient complications have been reported as a result of this event.